Event description:
It was reported that the blades were detached and missing. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, the balloon was inserted from the 6fr sheath. Multiple inflation were performed near the popliteal with severe calcification; however, the indentation persisted. During an attempt to deflate the balloon and remove the device, it was noticed that a blade was missing. Suction was performed with a suction catheter, and the calcified-like lesion, thrombus, and what appeared to be the missing blade were retrieved. The blade might have stuck at the sheath and come off, or it might have been broken after embedding into calcification. One of the three blades was completely detached and retrieved, one remained attached to the balloon, and the remaining blade was partially missing (about one-third), with its location unknown. The procedure was completed with a different device. There were no patient complications and the patient's condition was good after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was inflated to its rated burst pressure with no leaks or issues noted. As per the IFU, the rated burst pressure for this device is 12 atmospheres. A visual examination was performed on the returned device. It was noted that one of the blades and pad was detached from the balloon material. 5mm was noted to detached from one of the other blades and was not returned with the product. All other blades were intact and fully bonded to the balloon material. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube/shaft found no issues.

Event description:
It was reported that the blades were detached and missing. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, the balloon was inserted from the 6fr sheath. Multiple inflation were performed near the popliteal with severe calcification; however, the indentation persisted. During an attempt to deflate the balloon and remove the device, it was noticed that a blade was missing. Suction was performed with a suction catheter, and the calcified-like lesion, thrombus, and what appeared to be the missing blade were retrieved. The blade might have stuck at the sheath and come off, or it might have been broken after embedding into calcification. One of the three blades was completely detached and retrieved, one remained attached to the balloon, and the remaining blade was partially missing (about one-third), with its location unknown. The procedure was completed with a different device. There were no patient complications and the patient's condition was good after the procedure.